Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported balloon rupture appears to be related to circumstances of the procedure. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the heavily calcified anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the left external iliac artery with a 5x150mm armada 18 balloon percutaneous transluminal angioplasty (pta) catheter which was prepped per IFU. The armada 18 balloon was advanced and a rupture occurred at nominal pressure. Orbital atherectomy was performed. A second 5x150mm armada 18 balloon pta was advanced and a rupture occurred at nominal pressure, which was related to the significant calcification. Another unspecified same size balloon was then used in the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.